Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and unable to primeduring prime test due to moisture damage fauty force sensor. Motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not performed. The device was returned for analysis.